Manufacturer narrative:
The device has not been returned for an evaluation; therefore an evaluation cannot be performed. The cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1620 for a description of the other device. It was reported to boston scientific that the during an endoscopic retrograde cholangiopancreatography (ercp) procedure the hydra jagwire guidewire frayed causing the wire to get stuck in the stent. The same issue occurred with two hydra jagwire guidewires. The sales representative indicated that it was the ptfe coating that peeled. The procedure was aborted and the patient was sent to a different hospital.